Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he could not get a good ground on the cord and it was twisted. There was no pt involvement.

Manufacturer narrative:
The fsr replaced the power cord and completed a test release with no further failures noted. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further eval.